Event description:
Received info stating customer's pump unexpectedly shutdown. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u MDR will be submitted.